Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) was explanted and replaced due to the right ventricular (rv) lead was fracture leading into inappropriate shocks. No additional adverse patient effects were reported.